Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor, and excessive no delivery alarm test. The pump functioned properly. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm or ramping numbers noted. The pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm keypad anomaly and high blood glucose level. The blood glucose at the time of the incident was 262 mg/dl. The customer states the unresponsive keypad let to the button error alarm. There was no high blood glucose troubleshooting performed, because they were not able to resolve the issue. The device will be returned for analysis.